Manufacturer narrative:
Corrected data - lot # - 26152, not 23152 as originally reported. Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
The shaft on both needles frosted during testing. There was no patient interaction at all. Complaint 2 of 2.